Manufacturer narrative:
Device was returned and evaluated. The foam wrist strap is torn in half at one of the box stitching areas; all box stitching remains intact. The bed connecting strap, hook & loop, and the quick-release buckles were evaluated and meet specifications. All labeling is attached and is legible. The foam wrist strap appears to have been ripped/torn as the result of excessive force exerted by the patient while the device was in use. The complaint description describes the behavior of the patient as very violent and pulling their restraints. Instructions for use contraindications state, "do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal". The cause of this event appears to be an offlabel use of this product. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Manufacture record no. (B)(4).

Event description:
Customer contacted us via e-mail. The customer states that they had a very violent patient in their neuro unit. The patient was pulling his restraints so hard that the restraint foam area tore. Customer was questioning if this is a quality issue. The tm has informed the customer that they should not be using 2531 for very combative patients that they should be using a tat product in these cases. No gtin information is available.